Event description:
It was reported that automatic ventilation was failing intermittently during use. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation was carried out based on the analysis of the device log. On the day of the event, the device test was passed at 09:18am in the morning without any abnormalities. The procedure in question was started at 10:29am and was inconspicuous until 1:00pm. Subsequently, the device sporadically alarmed "check vent. Assembly". Then the user repeatedly switched between manual and automatic ventilation. From about 1:45pm, the ventilation stabilized and remained inconspicuous until the end of the therapy at 2:38pm. According to the records, a noticeable deviation between the applied piston volume and the volume measurement by the inspiratory flow sensor was the cause of the alarm. In the course of the inspection, the exact root cause of the detected deviation could not be determined. An ipm-l (service intervention/maintenance) was carried out on site without showing any deviations. The reason of a significant leakage between the ventilator and the inspiratory flow sensor could either be a leakage in the region of the upper diaphragm of the ventilator unit or an improperly mounted inspiratory port. Since ventilation was stable at the beginning of the case and at the end as well, it can be assumed that the reason is a position-dependent leakage at the inspiratory port. If the inspiratory port is not tightened correctly, smallest changes of the hose can lead to a corresponding leakage. The alarm check vent. Assembly indicates an incorrect or incomplete installation of the breathing system, this is also described in the IFU. In this case, automatic ventilation is limited depending on the size of the leakage. The manual ventilation as well as the monitoring functions of the device stay unaffected. The number of similar cases, related to the same symptom, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that automatic ventilation was failing intermittently during use.there was no injury reported.